Event description:
Report received from france stating "impossible to enter in the 1.8 incision. No patient impact." Additional information has been requested but has not been received.

Manufacturer narrative:
Product has been requested to be returned however it has not been received. The lot number was not provided by the user facility; therefore, a review of the DHR could not be conducted. Should additional information become available, a supplemental report will be filed.